Event description:
Affiliate reports: the dentist broke out in an itchy rash while wearing the gloves. She then tried gloves from inventory and she did not have the rash. The dentist has a history of sensitivity to latex gloves and has only been able to wear this brand.